Event description:
It was reported that the user received an on-screen alert for incomplete fill tubing while using the ilet after completing a supply change. The user had observed drops before attaching the new infusion site but later navigated to the fill tubing screen, saw no units displayed, and contacted support. No reported changes in blood glucose and no adverse clinical effects. Outcomes included continued insulin delivery after guidance to disconnect, press and hold until drops were seen, and reconnect, with the user monitoring glucose. Investigation included remote troubleshooting and user education on correct fill procedure. Investigation of this case revealed an incomplete tubing fill event associated with user interaction on the fill screen, with function restored after proper priming steps. It was concluded, based on previously established findings for similar reports, that the cause was user technique.